Event description:
It was reported that during unpacking for a renal artery angioplasty procedure, stent damage occurred. The target lesion being treated was located in the renal artery. A 5.0mm x 15mm x 90cm express vascular sd metallic stent was selected to treat the lesion. When they opened the package, the physician found out that the distal part of the stent has breakage. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an express sd stent delivery system and stent with a product pouch and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between markerbands. The first row of struts on the distal end of the stent were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).